Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d4 ICD: (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead dislodged. A lead revision was attempted, but the lead had adhered to the high voltage coil of the right ventricular (rv) lead. The lead could not be repositioned for that reason. A laser lead extraction may be scheduled. The lead remains in the patient. No patient complications have been reported as a result of this event.